Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to neurologic damage, local or systemic including paraplegia. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of impending rupture of a thoraco-abdominal aortic aneurysm using gore® tag® thoracic endoprostheses and gore® excluder® aaa endoprosthesis, aortic extender components. It was reported that the celiac artery had been occluded and blood flow to the right renal artery had been delayed (interfered) prior to the initial implant procedure. The physician decided to perform a debranching procedure to the superior mesenteric and the left renal arteries, but angioplasty of the right renal artery was not performed. Two gore® tag® thoracic endoprostheses and a non-gore manufactured endoprosthesis were deployed from the descending thoracic to abdominal aorta, and in the junction of those devices, four aortic extender components ((B)(4)) were implanted. On the same day as the initial implant procedure, the patient suffered from paraplegia. On (B)(6) 2010, spinal drainage was performed to treat the paraplegia.